Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon started to insert the trocar and the device was not inserting easily, the surgeon made the incision larger. When the device was torqued, the seal was heard to be leaking. He then used another device and it leaked also. They completed the procedure with the second device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.